Event description:
A manufacturer's implant card was received indicating that a vns patient had undergone revision surgery due to a lead discontinuity. A review of the patient's surgical notes revealed that diagnostics performed on the lead and generator outside of the body indicated that "everything was working well." Once the device was implanted, diagnostics were reportedly performed once again and the results prompted the surgeon to terminate the procedure. Good faith attempts for additional information have been unsuccessful to date.